Manufacturer narrative:
This device is not sold in the us but a similar device is. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Event description:
As reported for the event by the customer, the device received an e01 error message indicating that the filling of the basin is taking longer than usual. The facility had not changed the water filter for in the past eight months. There is no reported harm to any patient.

Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, possible causes may include the following: since the water filter has not been replaced for about 8 months, there is a possibility that the amount of water supplied decreased due to the accumulation of components contained in tap water on the filter, causing e01. A definitive root cause cannot be identified. This issue is covered in the instructions for use: chapter 7 operation to be done monthly, weekly, or whenever necessary 7.2 replacing the water filter (maj-2318) replace the water filter at least once a month to prevent contamination of the rinse water. The water filter should also be replaced whenever an error code indicating water supply insufficiency [e01] is displayed. Olympus will continue to monitor the field performance of this device.